Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection:the balloon size printed on the balloon hub of the catheter identified the returned sample as a 12mm x 4cm balloon. Loose and frayed fibers were noted 1.8cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guide wire lumen was then tested using an in-house 0.035¿ guide wire, and it passed with no issues. An attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, 2.8cm from the distal tip. The balloon fibers were then stripped and a pinhole rupture was observed on the distal cone, 2.5cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the pinhole rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon allegedly had frayed material. There was no reported retraction difficulty. There was no reported patient injury.